Manufacturer narrative:
(B)(4). Event description continued: hemostasis was not achieved and there was extensive bleeding from the thoracotomy. A blood transfusion and administration of extracellular fluids was given but the pcps stopped and at 22:42 the patient expired. No additional information was provided. The reported patient effects of cardiac arrest, myocardial infarction, thrombosis, cardiac tamponade and pseudoaneurysm, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Subsequent information received after the initial regulatory report submission states that during a procedure of the distal to mid left anterior descending (lad) artery, a 2.25 x 23 mm xience prime stent was deployed in the distal lad. However, a vessel perforation resulting in blood flow into the pericardium occurred. An unspecified perfusion balloon dilatation catheter (bdc) was used to attempt hemostasis and after 60 minutes hemostasis was almost achieved but under fluoroscopy it appeared as a pseudoaneurysm. After another 30 minutes, using coil embolization and medication (spongel), hemostasis was achieved. A thrombus was observed in the proximal lad and heparin was administered. Final angiography showed that the stent was totally occluded; however, there was good collateral flow. Echocardiogram confirmed the hemostasis. The patient was transferred to the coronary intensive care unit (cicu). While in the cicu, the patient had a decreased level of consciousness, heart rate was decreasing and the carotid pulse was not palpable. Chest compression was started and cardiac tamponade was observed. Medications were administered and a thoracotomy and pericardiocentesis were performed. Percutaneous cardiopulmonary support (pcps) was inserted and blood flow was regained. A short time later, the patient experience pulseless electrical activity and it was noted that the patient was bleeding from multiple sources. A myocardial rupture was suspected and surgical intervention for hemostasis was performed.

Event description:
It was reported that during a procedure of the mid left anterior descending (lad) artery, a 2.25 x 23 mm xience prime stent was deployed, however, a vessel perforation occurred. An unspecified perfusion balloon dilatation catheter (bdc) was used for 30 minutes to attempt hemostasis, however, the bleeding did not stop; a coil was used to successfully treat the perforation. The patient left the cath lab, however, a few hours later, the patient experienced a sudden change in status and the patient subsequently expired. The cause of death was noted as cardiac rupture. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: athlete premium f2, glandslam; guide cath: taiga ebu35; other: microcatheter: finecross, export advance; coil. The stent remains in the vessel. There was no reported device malfunction and the stent delivery system (sds) was not returned. The reported patient effects of perforation and death, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.